Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalize due to low blood glucose level 28 mg/dl. The customer¿s high blood glucose 27 mg/dl at the time of incident. The customer¿s high blood glucose 168 mg/dl at the time of call. The customer had treated with glucose tablets prior to hospitalization. The drive support cap was normal. The customer declined troubleshooting. Customer was wearing the insulin pump at time of hospitalization. The insulin pump was not returned for analysis.